Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a coronary interventional procedure. Reportedly, as the knot was being advanced, it came out of the patient anatomy. Hemostasis was achieved by applying manual arterial compression. During the application of manual compression the patient blood pressure dropped. Computerized tomography (CT) showed blood in the peritoneal area. The patient was given levophed and neosynephrine due to the issue with the use of the closure device. The patient was hospitalized two additional days for observation. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar failure to deploy incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was retained by the hospital and is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.